Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08735 inches. No displacement anomaly or motor anomaly noted. The motor was tested outside of the device and passed. Device uploaded properly using carelink. Device had scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced low blood glucose of 56 mg/dl and went to health care professional office and customer took the insulin off for two weeks. The customer was treated with food and glucagon. Customer reported that basal delivery was stopped to the insulin pump. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will be returned for analysis.